Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle (rv) lead and pacemaker exhibited noise oversensing that led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024, and the pacemaker was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. Final analysis found that the device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.